Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
(B)(4). Evaluation summary: the revision surgery was completed with a 23mm articular surface instead of a 17mm articular surface which implies that the original articular surface was functioning in an unstable environment. This could have accounted for some of the wear on the articular surface. However, based on available information, the root cause of the wear noted on the articulating surfaces, wear on the backside of the articular surface, and fracture of the spine post cannot be definitively determined. Evaluation: the returned articular surface component shows evidence of delamination and pitting damage on the articulating surfaces. Also, the spine post has fractured off and the fractured piece was not returned. The inferior surface shows grooves from the tibial tray on the anterior portion and wear along the posterior surface and dovetail. No lot number was provided; therefore, device history records could not be reviewed.